Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). This report is for two, unknown 2.4mm cortex screws. Reported part numbers are as follows: 201.780, qty 2, 2.4mm cortex screw slf-tpng with t8 stardrive recess 30mm, 510(k) k112583, device product code--hwc, common name¿screw, fixation, bone; 201.772, qty 2, 2.4mm cortex screw slf-tpng with t8 stardrive recess 22mm, 510(k) k112583, device product code--hwc, common name¿screw, fixation, bone; 201.770, qty 1, 2.4mm cortex screw slf-tpng with t8 stardrive recess 20mm, 510(k) k112583, device product code--hwc, common name¿screw, fixation, bone; 201.776, qty 1, 2.4mm cortex screw slf-tpng with t8 stardrive recess 26mm, 510(k) k112583, device product code--hwc, common name¿screw, fixation, bone; and 201.778, qty 1, 2.4mm cortex screw slf-tpng with t8 stardrive recess 28mm, 510(k) k112583, device product code--hwc, common name¿screw, fixation, bone. It is unknown which two of the above reported screws had broken. (B)(4) additional x-rays and other unknown treatment to address broken screws. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was report that x-rays taken on (B)(6) 2015 revealed two broken unknown 2.4mm screws at the first metatarsal joint fusion (right side). The patient initially was implanted with two, 2.4mm/2.7mm variable angle (va) locking x-plates and nine screws on (B)(6) 2014. It is unknown which of the reported plates is associated with the broken screws. Anticipated treatment and additional details are also currently unknown. This report is for two, unknown 2.4mm cortex screws. This report is 2 of 2 for (B)(4).